Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after a device replacement procedure for unrelated reasons, a defibrillation threshold test was attempted. The device failed to deliver therapy and an external shock had to be delivered. The external shock converted the ventricular tachycardia. Upon interrogation of the device, high voltage lead impedance of less than 10 ohms was observed. The high voltage impedance was tested again and measured at 35 ohms. The physician re-opened the pocket and disconnected and reconnected the leads to the can. Another induction test was performed with the superior vena cava coil disabled. The device successfully delivered therapy and the high voltage impedance measured within range. The patient was stable post procedure and would continue to be monitored.